Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation which occurred most likely during surgery. Further analysis revealed abrasion marks along the lead body most likely due to the interaction with a partner lead. The insulation was found intact at these positions. During further analysis the lead proved to be within specifications and flawless throughout its inspection. In summary, there was no sign of a material or manufacturing problem.

Event description:
Boston scientific received information that this right atrial (ra) lead was explanted for an unknown product performance issue. The field representative is attempting to obtain additional information. No additional adverse patient effects were reported. The event and explant dates provided do not make sense so they were left off of this report.